Event description:
The rptr stated that a large amount of fluid remained in the volutrol. The pt's whole blood glucose dropped to 33, a bolus was given and total fluid increased, the whole blood glucose increased to 117. The glucose then returned to 82.